Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("rash/skin condition"), cystitis ("bladder infect"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), tooth disorder ("dental problems") and nausea ("nausea"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain"), weight decreased ("weight loss") and fibroma ("fibriod tumors"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, endometrial ablation, pelvic pain, abdominal pain, back pain, dyspareunia, dermatitis allergic, cystitis, vaginal discharge, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, migraine, headache, alopecia, tooth disorder, hormone level abnormal, nausea, weight increased, weight decreased and fibroma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dermatitis allergic, device dislocation, dyspareunia, endometrial ablation, fatigue, fibroma, headache, hormone level abnormal, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 ( please note discrepancy). Patient received treatment for chronic pelvic pan, abdominal pain, back pain, dyspareunia (painful sexual intercourse), rash/skin condition, migration, bladder infect. Vaginal discharge, uti, bladder problems, urinary problems, fatigue, migraines, headaches, hair loss, dental problems, hormonal changes, nausea, weight gain, weight loss, ablation and fibroid tumors. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Date of explant date added. This case become incident. Event injury was updated to chronic pelvic pain. Following events were added: migration, ablation, abdominal pain, back pain, dyspareunia (painful sexual intercourse), rash/skin condition, bladder infect. Vaginal discharge, uti, bladder problems, urinary problems, fatigue, migraines, headaches, hair loss, dental problems, hormonal changes, nausea, weight gain, weight loss and fibroid tumors. Reporter information was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.